Manufacturer narrative:
(B)(4). Batch # n56t98. Device evaluation summary: the analysis results showed that the tx30v device arrived with no apparent damaged and with a reload loaded on the device. The reload was received with the driver partially advance; with only 7 staples present and protruding. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties and the staples meet the staple form release criteria. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. For further details please refer to the instruction for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. The following information was requested, but unavailable: did any piece or pieces of the broken cartridge fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Were there any patient consequences reported? If yes, please describe.

Event description:
It was reported that during an unknown procedure, the cartridge had broken when it was open. (Second firing).